Event description:
There was no patient involved in this event. Device memory full.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(4) 2010 and performed to specification up to the (B)(4) 2012. During this period the device recorded several temperatures below the recommended operating temperature range for this device (0-50 degrees celsius). The lowest temperature recorded was -5.3 degrees celsius. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between (B)(6) 2012 and the final history log entry on (B)(6) 2015. During this time the pad-pak became depleted and a further pad-pak was installed. Also during this time the device recorded one temperature below 0 degrees celsius (-1.1 degrees celsius). Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.